Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). Following an imaging assessment the 27/01/18, a periprosthetic fracture of the femoral stem of total right knee prosthesis was observed. This rupture required a new surgery on (B)(6) 2018, with the placement of a new knee prothesis (femoral piece tailored). Components in use listed as concomitant devices are: nr432k / femur extens.stem 5° d12x177mm cem.less, nr885m / enduro meniscal component f2 20mm, nb018k / enduro femoral component cemented f2r.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digtal microscope and a panasonic dmc tz8 digital camera. The course screw d 12 x 163 is broken at the thread. The fracture surface exhibit no material defects like foreign particles inclusions or blow holes. The fracture surface shows characteristics of a fatigue fracture with fatigue lines. The nut of the femur extens.stem shows clearly visible imprints on both wings. This indicates that a high force affected this device. Furthermore it could be possible that the connection between the stem and the femur box was loosened. On the nb014203: hinge ring f1/f2 are visible signs of a hyperextension. The impression is visible and touchable. The femur component was implanted with a wedge on one side to correct the bone defects of the patient. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably not product related. Rational: we assume that the patient had several bone defects which were compensated for using a spacer and bone cement. This led to the femur component not being supported enough and therefore the loading being transmitted through the femur box to the femur stem and the nut. Furthermore it should be mentioned that the patient has a weight of 123 kg. This circumstance strengthened the mentioned effect. No CAPA is necessary.